Manufacturer narrative:
The manufacturer previously reported information received alleging "it stays on black screen, beeping and releasing air" about a trilogy ev300 device in spain. There was no harm or injury reported. During the evaluation of the device at the third-party's service center, the device failed a pneumatic test. The device's flow sensor was replaced to address this issue. The device then failed the system setup test and generated an error during the pilot reading step; therefore, the 3-way solenoid valve and proportional valve required replacement. Additionally, unrelated to the test failures, an attempt was made to read the device's error log; however, this was unsuccessful. As a result, the system printed circuit board assembly (pcba) required replacement. Following service, the system met specifications and was returned to use. Review of the DHR for this device, serial number (B)(6), did not find any non-conformances or abnormalities related to the reportable malfunction identified in this complaint record during testing of the device prior to distribution. The reported failure of the device's flow sensor, 3-way solenoid and proportional valves is accommodated in the product risk management file as being linked to hazard with description patient exposure to function / deterioration of function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures.

Event description:
The manufacturer received information alleging "it stays on black screen, beeping and releasing air" about a trilogy ev300, spain device. There was no harm or injury reported. Remote service has been requested; however, evaluation of the trilogy ev300, spain device. Has not yet begun. The manufacturer's investigation is ongoing. If any additional information is received, a follow-up report will be filed.